Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of bd nano¿ 2nd gen pen needles 4mm x 32g the tear drop label was missing from pen needle. The following information was provided by the initial reporter: consumer reported found about half the box to have tear drop label missing from pen needle laying in the box lot # 1314112. Catalog# 320550. Date of event (B)(6) 2022. Sample status awaiting sample.

Event description:
It was reported that prior to use of bd nano¿ 2nd gen pen needles 4mm x 32g the tear drop label was missing from pen needle. The following information was provided by the initial reporter: consumer reported found about half the box to have tear drop label missing from pen needle laying in the box lot # 1314112 catalog# 320550 date of event (B)(6)2022 sample status awaiting sample

Manufacturer narrative:
H6: investigation summary customer returned (47) open 32gx4mm bd pen needles from lot# 1314112. The customer reported that half the box had tear drop labels missing from the pen needle, laying in the box. The returned samples were examined, and it was observed that the tear drop labels were removed from the outer covers. All 47 outer covers and returned tear drop labels featured heat stakes, indicating that the pen needles had been properly sealed. No evidence of manufacturing defect was observed. The alleged issue could not be determined based on the samples provided. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.